Event description:
During a pt cholecystectomy procedure, the surgeon reported that the spider instrument delivery tube (idt) functionality, i.e. Ability to move up and down, was limited. The surgeon completed the procedure with the spider instrument. No injury or impact to pt care was reported. The device was returned to transenterix, inc for eval. At the time that transenterix visually inspected the device as part of the complaint investigation, it was noted that a rivet had separated from the plastic connector. Two small portions of plastic from the connector were missing from the returned product; the volume of the two missing pieces was approximately 0.005 mm3 and 0.015 mm3. The pieces could not be located in the bag in which the instrument was returned.